Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that on (B)(6) 2019 the patient was in 3rd degree atrioventricular block (avb). The ra and rv lead were dislodged. The ra lead also noted to have high thresholds and low p waves. On (B)(6) 2019 the rv lead was explanted and the ra lead was repositioned without complications and replaced. Patient was stable before, during and after the procedure.